Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that there was a hole in the wrapping on the outside of the tray. There was no patient harm only having to open another kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged drape or csr wrap is confirmed; however, the exact cause is unknown. One photograph of what appears to be a drape or csr wrap was returned for evaluation. An initial visual observation of the photograph showed what appears to be a drape or csr wrap that appears to be damaged with a piece of material missing. While the exact cause of the observed damaged drape or csr wrap could not be determined from the returned photograph, possible causes of the damaged drape or csr wrap include damaged during storage, packaging, handling, or use, and sharp instrument damage.

Event description:
It was reported by the customer that there was a hole in the wrapping on the outside of the tray. There was no patient harm only having to open another kit. No other information was provided.